Event description:
It was reported that the handpiece overheated prior to the start of a surgical procedure. There was no patient involvement. Another device was used to start the procedure. There were no adverse consequences reported as a result of this event.

Event description:
A consumer and a nurse from the USA reported an event of peritonitis in an (B)(6) female patient. Reportedly, the patient chose to stop dialysis therapy. On (B)(6)2010, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that the patient expired on (B)(6)2010, due to peritonitis (unspecified). The facility nurse indicated the patient's cause of death was discontinuation of dialysis therapy. It unknown if treatment for the peritonitis was provided prior to these events. It was unknown if an autopsy was performed. Dianeal therapy was ongoing until the date of death. Medical history was significant for end stage renal disease (esrd), hypertension, cardiac disease, and bone disease and bone cancer. Concomitant medications were not reported. Per the nurse discontinuation of therapy was unrelated to dianeal therapy. A causality statement was not provided for the fatal peritonitis. It is unknown what treatments were provided for the peritonitis.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.

Manufacturer narrative:
(B)(4)the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.(B)(4).